Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m00675. An anti-jka was identified on the antibody identification panel.

Manufacturer narrative:
A review of the echo result files for the negative antibody screen showed that cell I visually appeared weak positive. In-house testing of retention product confirmed the presence of the jka antigen on the capture-r ready-screen (3) test wells. Customer were made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.